Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
It was reported that a 13.2mm, implantable collamer lens was implanted into the patients left eye (os) and the patient experienced over vault, narrow angle, overcorrection and lens rotation. It was reported that the lens was exchanged and new vault is good, patient is seeing well after exchange. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.